Event description:
It was reported that on (B)(6) 2025, at the conclusion of an exam in which an intubated trauma patient was being scanned, the tabletop moved inwardly unexpectedly and extubated the patient. The patient was not injured as a result of the extubation. It was reported that sometime later the patient succumbed from their original trauma and facility staff confirmed that the death was not attributed to the device.

Manufacturer narrative:
After further investigation, it was discovered that the protocol that was used when this event happened, had a movement range of 400mm set under the "continuous" tab for the "gg-hel" sequence. This setting is what caused the couch top movement after the completion of the scan sequence. There was no device malfunction.